Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cleo infusion set exhibited multiple line blocked alarms. The cannula with the tubing was disconnected to determined that insulin was flowing through the tubing. When the device was reattached to the site, a line blocked alarm occurred again. There was patient involvement, no injury was reported.